Event description:
It was reported that (1) device was used during a gastric banding. It was reported by the affiliate that the 512xd trocars broke at the distal end. Parts of the trocars sleeve fell into the pt (the parts were removed from the pt). The trocars were used with an ussc organ retractor, which the surgeon normally uses. Another instrument was used to complete the case.